Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 99.3mcg/day) via an implantable infusion pump. The pump's indication for use was listed as intractable spasticity. The patient's pump was empty. The low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The reporter stated that the patient was non-compliant and had been dismissed by at least 3 other physicians. The patient presented to the emergency room (ER) on (B)(6) 2015 due to increased spasticity and the pump was refilled with 20ml of medication. The patient's spasticity had come back due to a decrease in the dose. When the patient was filled at the ER, the patient's dose was reduced to 1/10th of the previous dose. The patient had no doctor going forward and had to find a doctor. Patient outcome was unavailable at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).